Event description:
One inappropriate therapy due to noise oversensing observed on several episodes in the patient file of the follow-up of (B)(6) 2012. On the next follow-ups performed ((B)(6) 2012 and (B)(6) 2013) no noise episodes were recorded.